Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that when the user tried to pull out some medications the drawer got failed and they managed to get the medications from a different station to prevent patient care delay. The customer added that they performed a drawer recovery, but the station was showing maintenance error. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, d9, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-nov-2022 to 09- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 failed due to a faulty insep. The field service engineer replaced insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer missed with inseparable magnets. A field service engineer replaced inseparable magnets to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had failed cubie drawer, preventing user from accessing the required medications. The customer stated that the nurse had a work around to retrieve the affected medications from a different station to prevent patient care delay. There were no adverse events or injuries reported based on this incident.